Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in the stomach during a procedure performed on (B)(6) 2025. During the procedure, the gastrostomy tube broke during traction. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached. Block h11: the returned endovive standard peg kit was returned with some accessories from the kit. A visual evaluation noted that the feeding tube was not detached. Additionally, the wire loop from the pull wire tip was broken/detached and did not return. A media inspection noted that the photo showed the device inside a bag but it was not possible to see the device. No other problems with the device were noted. The reported event of feeding tube detached was not confirmed. The working length of the feeding tube was not detached. It was observed that the wire loop from the pull wire tip was broken/detached. Most likely procedural factors as handling of the device and the technique used by the physician (force applied), could have resulted in the damage encountered in the device. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of feeding tube detached.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used in the stomach during a procedure performed on (B)(6) 2025. During the procedure, the gastrostomy tube broke during traction. No further information has been obtained despite good faith efforts. There were no reported patient complications as a result of this event.